Event description:
Pt is on chronic dialysis and had a dialysis catheter in the left arm which was not functioning. It was leaking which required pt to undergo surgery to remove. Per dr's progress notes: had a pin-point hole in red portal juncture of vein (it was difficult to read the handwriting).